Event description:
On (B)(6) 2022 5:40 pm est, I spoke to porn (B)(6). Porn confirmed no patient adverse effects were experienced, and no medical intervention was required. Porn indicated that patient was not able to complete treatment. Patient visited the clinic due to draining issue on (B)(6) 2022 and was advised to go to the hospital on (B)(6) 2022 for catheter (not a fresenius product) infection. Patient was hospitalized from on (B)(6) 2022 due to catheter (not a fresenius product) infection and removal. Porn indicated patient has been discharged from the hospital and is temporarily on hemo dialysis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).